Event description:
The patient fell but not on the implantable neurostimulator. The patient was having difficulty maintaining a charge in her neurostimulator battery. It was also reported that the system was vibrating and getting hot. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B) (4).